Event description:
Alleged issue: it was reported that the first 2 clips came out correctly but the rest of the clips came out in a closed position. There was no patient injury or consequences reported. Patient condition reported as fine.

Manufacturer narrative:
The device history record review (DHR) of the auto endo5 ml, lot number 01k1300424 was manufactured on 10/25/2013 a total of 288 pieces. Lot was released on 10/25/2013. The DHR investigation did not show issues related to the complaint. The device sample was received by the manufacturer, but the investigation is still underway at the time of this report. The manufacturer will continue to monitor, trend related complaints.